Event description:
It was reported that insulin was squirting out during the manual prime. Customer stated that the piston continues to move forward after it becomes in contact with the reservoir. Customer was unable to leave prime. Customer's blood glucose reading at the time of the call was 387 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.